Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to have a tear and cause a leakage. Due to the internal tear, leak testing was unable to be performed on the external soft cannula to check for external fluid leaks. Fluid was observed exiting the tear. Data review revealed no evidence of the system struggling to deliver insulin to the user. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to over 500 mg/dl. In addition the patient reports the pod was leaking during wear.